Event description:
The following was reported to arjohuntleigh by the nurse: on (B)(6) 2014, the rotoprone therapy system showed a "shut down" error on the control screen. The patient was in the prone position at the time. The bed was not able to be mechanically rotated to the supine position. The nurses were able to manually rotate the bed when needed. At approximately 4:00 pm the patient died from complications of his illness. The patient's death was unrelated to the bed's malfunction. We are reporting this incident with an abundance of caution due to the patient's death.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of n(B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Additional information will be provided upon conclusion of the manufacturer investigation.